Event description:
A (B)(6) pt underwent nanoknife treatment on (B)(6) 2011. During the treatment, an adverse event was reported for pneumothorax. The treating clinician requested for anesthesiologist to increase positive pressure ventilation in order to move the diaphragm further away from the ablation zone. The pt then developed a pneumothorax during the procedure. A small bore chest tube was inserted to treat the pt.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax was likely a result of the positive pressure ventilation requested by the treating clinician for this procedure. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).